Event description:
Empty box.

Manufacturer narrative:
The reported incident that locking screws,cross-pin,self-t,2.3x13mm was alleged of issue s-139 (device missing) could not be confirmed, as the packaging (both inner blisters) has been sent back open. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device inspection revealed the following: the cartoon box and inner blister have been returned open. We also received the screw container, indeed without screw only the holding sleeve in its position. Unfortunately we could not obtain further details of this complaint, therefore we are not able to clearly determine the cause of this reported problem. Note that during consultation of the manufacturing papers we found that there were two screws left after the packaging process of the two inner blisters. This situation called for another 100 % inspection of the lot, the entire lot of 195 was ok. No missing screws were detected within the screw containers. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Empty box..

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.